Event description:
It was reported that pump displayed a malfunction alarm code. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code appeared again, and caller acknowledged and understood instructions.